Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump had alarmed power error detected. The customer¿s blood glucose level was 10.6 mmol/l at the time of the incident. The customer also reported that they had received power error detected alarm multiple times a day and the reset did not help. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump error 25 due to connector resistance issue.